Event description:
During a routine review of the facility patient report database, it was observed there were multiple occurrences of intermittent post pacing ECG distortions. This distorted ECG data, following the administration of defibrillator shock or during external pacing, is the subject of a physio-control engineering investigation. The facility did not allege a device malfunction has occurred nor did they report any adverse affects to patient care as a result of the distorted ECG data observed by physio-control.